Event description:
It was reported that a large volume folfusor leaked. This was discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). E1: initial reporter phone no(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured april 18, 2023 to april 20, 2023. H10: one actual device was received for evaluation. A visual inspection performed with the naked eye noted fluid inside a bag that contained the unit. The cause of leak inside the bag was found to be an untightened red luer cap. The red luer cap is not a baxter product. The customer did not use the folfusor's blue winged luer cap, therefore, the cause of leak was possibly due to a use error. A functional leak test was performed by filling the unit with green color water. After fill and prime, to ensure the red luer cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.